Event description:
Pt's meter was reading inaccurately low. Customer service rep called, while medical affairs specialist listened to the call, and spoke with pt's family member to obtain additional information. Family member explained that the meter had been reading low for about 2 days. At 9 am pt obtained a "182 mg/dl", at 3 pm they obtained a "40 mg/dl", at 4 pm they obtained a "46 mg/dl", at 6 pm a "55 mg/dl", and at 8 pm a "70 mg/dl". Family member had been taking pt's blood glucose, while they had been sleeping. Family member explained that the only symptoms they observed, was that they were very sleepy. They were treated with orange juice throughout the day based on the low blood glucose readings. Family member decided to drive them to the ER because they did not seem normal after the 8 pm reading. When they arrived at the ER they registered a high blood glucose level. They were admitted for high blood glucose levels and released. Family member could not recall any of the blood glucose results or the device used to test pt's blood glucose at the hospital. They were treated with oxygen and some form of an IV. Pt is on dialysis and was also diagnosed with massive fluid retention. Pt's family member explained that the hospital had a hard time getting their blood glucose level down to normal and they were prescribed to take different insulin on a different scale. Pt had been taking 70/30 insulin based on their meter readings prior to being admitted to the hospital. Due to the low readings obtained on their meter they had not taken any insulin, causing them to have elevated blood glucose levels. A check strip test had been performed which fell within range. Patient did not have any control solution. The customer service representative replaced pt's meter.